Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and found the handle body was cracked as a result of the reported event. The handle body is installed by user facility personnel prior to operating the lighting system. The technician tested the install of the handle body and found it to be operating properly. Based on the technician's inspection, the cause of the reported event is attributed to user facility personnel improperly installing the handle body allowing it to detach and fall. The harmonyair a-series surgical lighting system operator manual states (37-38), "install handle body push handle toward lighthead. A "clicking" sound is heard when handle is properly locked into place. Verify handle is locked in place." Due to the damage, the technician replaced the handle body, tested the unit, confirmed it to be operating properly, and returned it to service. The technician counseled user facility personnel on the proper use and operation of the harmonyair a-series surgical lighting system, specifically ensuring the handle body is properly locked into place. No additional issues have been reported.

Event description:
The user facility reported that at the end of a patient procedure the plastic handle body on their harmonyair a-series surgical lighthead detached and fell contacting an employee. The procedure was completed successfully. No report of injury or procedure delay.